Event description:
In 2008, the lay pt's son contacted lifescan (lfs) alleging that the pt's one touch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the pt by phone. The cca noted that the pt was in the hospital for low blood sugar and the pt hadn't been testing for a month. Info was not provided as to when the pt had last attempted to test with the reported product. The son said the pt was admitted to the hospital and treated with IV glucose on the day before. Info was not provided regarding the pt's diabetes treatment regimen, symptoms at the time of concern, or the specific blood glucose results obtained at the hospital. The cca noted that the lfs meter turned on when the power button was pressed and when a test strip was inserted into the strip port. The pt's products were replaced. The complaint is reported because the pt's son alleges the lfs product did not turn on and afterward the pt was admitted to the hospital and treated for low blood glucose with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.